Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient has not experienced an increase in seizures since programming the device off. The patient has decided to not have the vns replaced.

Event description:
It was reported that when the physician saw the pt, he found high impedance on both system and normal mode diagnostics. Per the pt, she has not experienced any blunt trauma that may have caused the high impedance since the last visit. She is not experiencing any painful stimulation/sensation or any other side effects. Her seizure activity has not increased since her last visit. The pt's device was turned off. The physician was going to refer pt for revision surgery, but after further discussion with the pt, she feels that the vns only helped the duration of her seizures, not the frequency (which the physician concurs with), so she does not wish to undergo revision surgery. She would prefer to try more medication first.